Event description:
Reporter indicated that pt's generator site had some erythema and serous discharge at follow-up visit, possibly indicating infection. Treating neurologist prescribed a peroxide wash and advised the pt to continue the antibiotics that were prescribed as a precautionary measure post-operatively. Neurologist will recheck the wound and refer pt to neurosurgeon if signs of infection persist.